Event description:
The customer reported the device needs repairs/service. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken bezel harness wire and broken door (lower hinge). Replaced damaged bottom rear case and broken ail sensor (right side). Replaced corroded right/ left iui's. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the bezel assembly - wire harness damage. Device history review: a review of the device history record for sn(B)(6) was performed from date of manufacture 04/23/2019 to present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device needs repairs/service. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device needs repairs/service. No patient involvement.